Manufacturer narrative:
Based on the current information provided, the cause of the postoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. The surgeon did not believe that the bleeding was due to the da vinci system nor to any da vinci instruments.

Event description:
It was reported that approximately 2 hours after a da vinci-assisted pulmonary wedge resection procedure, the patient¿s anterior wall pleura began to bleed. The location of the bleed was over the area of the lung that had been resected (left upper lobe), and the bleeding was contained by repositioning the drainage tube. No blood transfusions or any other intervention was required to resolve the bleeding. The hospital could not release the estimated amount of unexpected blood loss, however, the surgeon and team commented that it was not a significant volume. The surgeon was notified of the bleeding by her team approximately 2 hours after the procedure; while is it probable that the bleeding was identified at that time, it is possible that it started earlier. Per the surgeon, anatomical factors did contribute, but these factors are not specific to this patient; the surgeon and the staff declined to answer more specific questions, stating only that it was a mild complication that is often expected with this kind of procedure. The patient did not experience any other postoperative complications; they are in stable condition and have been discharged home. The surgeon did not believe that the bleeding was due to the da vinci system nor to any da vinci instruments. The surgery was indicated as a treatment for active hemoptysis.